Event description:
New information received notes that the patient has suffered errant shocks, pain and suspected irregular heartbeat due to non-specific lead malfunction.

Event description:
The lead was explanted and replaced due to low r-waves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.